Manufacturer narrative:
The baxter technician found the ucb needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 04, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the ucb to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had nurse call not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.